Manufacturer narrative:
Investigation summary: it was reported by the distributor that foreign matter was found inside the vial after puncturing with the filter needle. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a vial next to a packaging box. The second photo shows a vial with a stopper that has been punctured. The third photo shows an empty vial with a white foreign matter at the bottom. The foreign matter is not a part of the needle assembly. It could be possible the foreign matter was already in the vial or is material from the syringe. A device history record review was completed for provided material number 305200, lot number 8277629. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable source of the foreign matter could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a foreign particle was seen floating in the eylea vial after puncturing it with the bd nokor¿ filter needle. The following information was provided by the initial reporter: "the reporter stated that on (B)(6) 2020, the physician was in the process of inspecting the eylea vial when he noticed that there was a particle floating in the vial. No adverse event is associated with this event as the patient did not miss a dose of eylea. An alternate carton of eylea was obtained for the procedure and the procedure was completed."